Manufacturer narrative:
Additional information was received on may 19, 2023. The patient identifier was obtained ((B)(6)). The event date was obtained (march 16, 2023). The implant date was clarified ((B)(6) 20215). The lot and serial numbers were obtained (6866855/(B)(6)). Explant is scheduled for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6866855 number, and no non-conformances were identified. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 19, 2023. Additional information was received on july 21, 2023. A hematoma event occurred with the replacement devices. The investigation of the returned device was completed by the failure analysis lab on july 31, 2023. The investigation of the returned device was completed by the failure analysis lab on july 31, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, the breast implant had parallel lines of shell wear on the anterior view. Microscopic examination was performed, and the cause of the rupture could not be identified. Although no conclusion could be reach on the cause of the rupture, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 26, 2023. The patient's date of birth was obtained and populated in section a. In addition to the right sided rupture reported initially, the patient also experienced bilateral ptosis and right sided granuloma. There was silicone found in a right axillary lymph node. This report relates to the right prosthesis. See 1645337-2023-08499 for contralateral prosthesis report. Reason for device explant and/or reoperation: granuloma/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with a 300cc mentormemoryshape breast implant experienced rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.